Manufacturer narrative:
(B)(4). Evaluation, results: migration, endoleak, disease progression and enlargement of the aorta. Evaluation, conclusion: disease progression and enlargement of the aorta.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic rupture approximately 3 years ago. The vessel morphology showed that the neck was approximately 2 cm long, conical and somewhat angulated. The whole aorta was angulated as well. Other vessel morphology is unk. The aneurysm was found to have grown between the studies 2 years ago and 2 months ago from 4.1 x 5.7 cm to 5.5 x 6.2 cm. The aneurx device has migrated to 3.2 cm distal to the lower renal artery with a type I endoleak. An endurant bifurcated stent graft and contralateral limb were implanted approximately 3 weeks ago which resolved the endoleak / migration. No additional clinical sequelae reported, and the pt is fine.